Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Asr xl acetabular system (right) revision.

Manufacturer narrative:
Updated: catalog and lot numbers. Depuy still considers the investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr xl acetabular system (right) revision. Update received: 4th june 2013 - added all products. Update - added reason for revision, filed in mw fields, added additional surgeon, amended surgery and revision dates and added products x 2 (stem and sleeve) taken from claimsuite dated 15th may 2014. Reason(s) for revision: alval / soft tissue reaction.

Event description:
The pt has had an asr revision. Specific details regarding the report are unk.